Manufacturer narrative:
Bec customer technical support (cts) assisted the customer with troubleshooting and provided instructions for the customer to inspect the syringes and the reagent probe connectors. The customer primed the instrument multiple times and no additional leak was observed. No further leaking probe issue was filed as of(B)(4) 2011. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report the reagent probe a/b on their unicel dxc 600 pro synchron clinical system was leaking. Syringes were replaced on (B)(6) 2011. The customer stated that no erroneous patient results were generated. No effect to patient or user was reported in connection with this event.